Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® precisionglide¿ multiple sample needle had foreign matter on it. This occurred on 3 occasions during use. The following information was provided by the initial reporter: presence of metal residue on the needle. Additional information: the incident was noticed before the insertion of the needle in the patient's skin. The defect was identified when the professional remove the cap from the needle. The needle have metal residue.

Event description:
It was reported that bd vacutainer® precisionglide¿ multiple sample needle had foreign matter on it. This occurred on 3 occasions during use. The following information was provided by the initial reporter: presence of metal residue on the needle. Additional information: the incident was noticed before the insertion of the needle in the patient's skin. The defect was identified when the professional remove the cap from the needle. The needle have metal residue.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter on the cannula with the incident lot was observed. Additionally, evaluation of the customer samples was performed; however, foreign matter on the cannula was not observed. A review of the device history record was completed for the incident lot and, based on this review, there was a related quality non-conformance identified during manufacturing of the product. An action has been taken to minimize the risk of contamination.